Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of labeling for 157444 indicates 44mm head diameter and labeling for implanted liner ep-108525 lot 073520 indicates 40mm. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following warning: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. The user facility was notified of the event on december 2, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2011. It was discovered the following day that a 40mm polyethylene liner was implanted with a 44mm sized head component. The patient was revised (B)(6) 2011, where the modular head component was removed and replaced with a 40mm component.